Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "leaking". No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one hl-90 (manufactured in 2000) was received in fair condition. It was filled with water and set up with temperature tester. The device ran as it should for a couple of hours and did not leak contrary to the customer's complaint. The customer complaint was therefore not confirmed.